Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump would alarm no delivery while he was trying to deliver an insulin bolus. The customer's blood glucose was 265 mg/dl and he treated for high blood glucose. Troubleshooting was performed. During a fixed prime, insulin did exit. The customer alerted that the settings were not correct in the insulin pump. Upon removing the infusion set, the cannula was bent. The customer's blood glucose was 276 mg/dl. He was shown how to adjust the bolus wizard setting. Nothing further reported.